Event description:
It was reported that the ilet did not display dexcom g7 continuous glucose monitor (cgm) sensor glucose readings while the dexcom app continued to show values, and the user did not receive alerts on the pump. No adverse clinical symptoms reported. Outcomes included no impact on health. User support included phone-based troubleshooting and education, including sensor toggle and re-pairing steps. Investigation of this case revealed successful re-pairing with confirmation of a new sensor pairing status, consistent with a communication or pairing disruption between the sensor and the ilet without evidence of hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication issue resolved through re-pairing.

Manufacturer narrative:
Initial.